Manufacturer narrative:
Device not returned.

Event description:
It was informed that during the use the catheter showed one way damage. Follow up indicated that the information provided was all that the customer informed.